Event description:
Broken s1 screw unilaterally. Discomfort from retained spinal hardware. (These sent with patient; 4 screws and 2 plates). Removal of vsp nonsegmental instrumentation, placement of optimum putti allograft.